Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a high blower pressure. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 11apr2019. MFR site: correction. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.